Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that during device testing by biomed staff, the pump was not consistently recognizing the correct syringe size and brand (for example, in one attempt it did not recognized the bd 30ml syringe and in another attempt the bd 30ml syringe was recognized as monoject 20ml). Furthermore, it was mentioned that the biomed placed a tape over the sensor to see if the pump would in fact alarm when the lever was turned, and it did. It was further noted that .there was no patient involvement.